Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that as the screw progressed, it would not engage the locking mechanism. It was further reported that it spun freely losing all compression on the bone. A surgical delay of 45-minutes was reported.

Event description:
It was reported that as the screw progressed, it would not engage the locking mechanism. It was further reported that it spun freely losing all compression on the bone. A surgical delay of 45-minutes was reported.

Manufacturer narrative:
The reported event could be confirmed, since the screw locking feature in some of the plate holes is not given anymore. The device inspection revealed the following: the visual inspection has shown that the thread flanks of the locking thread are in a good condition, while the t10 recess shows some marks and deformations from forcible use. A function test with the received locking screws and the just slightly damaged screw holes of the received plate was made. It was possible to lock all three locking screws in these holes, no functional issue of the locking screws could be detected when the screws were placed in a intact hole. In the outer, strongly deformed, holes a locking of the screws was not possible anymore due to the extensive damages at the plate holes. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by an extreme insertion angle of the screws, this did lead to an undue contact between the screws and the plate. This contact caused a strong deformation of the locking holes at the plate. This deformation made finally a locking of a screw impossible, regardless if the insertion angle was afterwards adapted or a new screw was used. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.